Event description:
It was reported that the customer was hospitalized for low blood glucose levels. No further information was provided at that time. The customer was called several days later for follow up. The customer stated that her blood glucose reading was 35 or 36 mg/dl when the event occurred. The customer stated that she passed out on the floor, and her family called the paramedics. Troubleshooting was performed, and found that the am and pm were not correct, which meant that the customer was getting the wrong basal rates at the wrong time. After correcting the time issue, the customer had no further problems. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.